Manufacturer narrative:
The onestep pads were returned to zoll medical corporation. The customer's report was not replicated or confirmed. The pads were put through extensive testing including the power on self test using a known good device without duplicating the report. The pads were scrapped at zoll. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated device displayed a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.